Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in a vessel below the knee. A 300cm v-14 guide wire was crossed to the target lesion. During the procedure, the physician had the guide wire positioned in the tibial peroneal trunk and was doing a catheter exchange. Subsequently, 2 to 3mm of the tip broke off and was left in the tibial peroneal trunk. The physician attempted to aspirate the broken tip out but failed to do so. The procedure was completed with the broken tip of the wire left inside the patient's body but was not obstructing blood flow. No further patient complications were reported and the patient's status was fine.